Manufacturer narrative:
(B)(4). The medtronic field service engineer (fse) evaluated the ventilator, and was unable to duplicate the customer reported malfunction. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during testing, the ventilator became inoperative. There was no patient involvement.